Event description:
A customer reported experiencing a past low blood glucose (bg) event, with the lowest bg level recorded at 35 mg/dl. Cause was not known. The customer consumed carbohydrates to address the low bg. Technical support recommended that the customer consult a healthcare professional to discuss potential factors affecting bg levels.